Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button is intermittently unresponsive; the issue began one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings:confirmed the bolus button is intermittent, has delayed response to button presses and is hard to push. The button cover is damage.removed button cover and found the internal plug contact is misaligned. No contamination present. Unrelated to the complaint, the text on the display screen is starting to dim/fade and become discolored.